Event description:
The patient underwent an uneventful stent placement to treat stenosis in the middle cerebral artery (mca). Subsequent review of imaging showed that post procedure the patient had an occlusion of the lateral branch at the bifurcation, this was asymptomatic as the patient showed no symptoms and was discharged with a modified rankin score of 0.

Event description:
The patient underwent an uneventful stent placement to treat stenosis in the middle cerebral artery (mca). Subsequent review of imaging showed that post procedure the patient had an occlusion of the lateral branch at the bifurcation, this was asymptomatic as the patient showed no symptoms and was discharged with a modified rankin score of 0.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device remains implanted and was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Vessel occlusion is a known and anticipated complication to these types of procedures and is noted in the labeling. Therefore, it was determined that the reported event was an anticipated procedural complication.

Manufacturer narrative:
The device rermains implanted.